Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 40 mmol/l (720 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. The pod was removed, the cannula was noted to had dislodged from the infusion site and the pink slide did not move forward indicating a failure of the needle mechanism failure. Multiple manual insulin injections were administered to treat the hyperglycemia.